Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while dissecting tissue, blood and tissue came in through a gap in the device. The screw was tightened properly. The doctor stopped using the vasoview dissection cannula, he took the vessel by general radio knife and clips, and the procedure was converted to open leg with no other patient effects reported. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the device was bloody, and there was blood inside the cone tip and blunt tip end of the cannula. Based upon the visual observations, the reported complaint for "blood and tissue leaked in" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).